Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log did not find evidence to support the reported event. The device history log shows that the device prompted "no shock advised" after the analysis in question. Based on our findings, there is no evidence to suggest the device issued a shock advised result. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "shock advised" prompt for a conscious, talking patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.